Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The teflon pad was found charred and lifted off, exposing metal underneath, and creating a short circuit error during evaluation. Based on similar reports, a potential cause for this type of damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total hysterectomy procedure, the teflon pad of the device melted. There was no report of patient injury or damage to the probe. The procedure was completed using an unknown replacement device.